Manufacturer narrative:
Additional information: d4 and g5.the device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Some potential probable causes for this event could include user error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during a genesis ii case, a tibia size 4 base plate was accidentally put into the journey ii implant tub. When opening the implants for the surgery to implant I missed the name on the box that it was a genesis ii tibia instead of a journey ii tibia. The boxes are identical looking. It was a journey ii case. The journey ii poly was placed in the genesis ii tibia with no incident at all. It snapped in fine.